Event description:
Customer reported that the display on the device was dark, though it appeared to be backlit, causing an inability to read the pump screen. There was no adverse impact to the customer¿s blood glucose level as a result of the display issue. Technical support arranged to replace the faulty pump and provided instructions for putting the pump into storage mode before being returned. The customer will use multiple daily injections as a backup therapy and agreed to return the problematic pump using a prepaid label within ten days.